Event description:
Providers complained of speculums being short and they were difficult to lock properly during insertion. They were also very difficult to unlock after a pap procedure, increasing pt pain.